Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during vitrectomy surgery tip of the ophthalmic tweezers cannot clamp shut and cannot be used. Patient impact were not reported. Additional information has been requested.

Manufacturer narrative:
The sample was provided to the manufacturing site for investigation and was received in its inner blister, outer blister and with the cover foil showing the lot information. The sample shows no macroscopic signs of damage but it is evident that the forceps is in a closed state when the handle is not actuated. The sample shows signs of surgery residues. The sample was visually inspected with the aid of a photomicroscope with various magnifications and was functionally tested. During the inspection, it was confirmed that the forceps got stuck in a closed status and can only get opened again by manually pushing down the shaft. This confirms the customer¿s complaint. As the blister was opened by the customer and there being surgery residues on the forceps tip, the product was handled and used on a patient. This indicates that the malfunction occurred during use. However, it is not possible to determine what situation could have caused the malfunction and no root cause can be identified conclusively. It cannot be determined how or where the damage to the sample occurred; therefore a root cause for the customers reported event could not be determined. However, the damage was consistent with damage that can occur due to improper handling. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).